Event description:
The customer reported that they noticed air bubbles in the blood warmer tubing. No medical intervention was required; bubbles were seen in the line, they were able to clear the line, no air went to the pt and they were able to continue the procedure. Pt info is unavailable at this time. The procedure date is unk at this time. The customer stated that they will not be able to provide the info requested. The disposable set will not be returned because it has been discarded. This report is being filed due to device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the out gassing white paper was sent to the customer. Investigation evaluation and corrective actions are in process. A follow up report will be provided.

Event description:
The customer declined to provide the patient's information.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The customer did not provide a lot number, so a device history record search could not be performed. The clinical specialist reviewed the recommendation to ensure the connection of the return line to the blood warmer tubing is located no more than 20 inches above the patient connection. Investigation: the disposable set was unavailable for return and investigation. The supplier was informed of this issue. The supplier identified a leak at this part, as a defect caused by incorrect gluing technique during manufacture. Root cause: based on the evaluation by the supplier, the leak was caused by incorrect gluing technique during manufacture. Corrective/preventive action: the following corrective actions were implemented by the supplier to reduce the risk of experiencing this failure in the future: all workers involved in the manufacture of the bond in question were retrained. Additional inspection during production was implemented. The above two actions will impact lots which have an expiration date of october 2014 or later. Additionally, the supplier is considering a change to the y-connector with the injection port that will further reduce the likelihood of this type of failure in the future. Should the vendor implement this change, terumo bct will be notified.